Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent open reduction and internal fixation of the humerus on an unknown date and suture was used. The needle broke when sewing during the surgery. The broken needle was picked up immediately. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.